Manufacturer narrative:
Section d4 has been updated to display the correct lot number: 22g100fhx .

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Seven samples in total were returned to the manufacturing site for investigation. Out of the seven samples, three were used, two of which were contaminated with food, and the remaining four representative samples were unopened and unused. Visual inspection was completed on all samples and the reported condition was confirmed. A corrective and preventative action has been initiated to further investigate and address the reported condition. All information received will be used for further tracking and trending purposes.

Manufacturer narrative:
Initial reporter's email: (B)(6). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the patient's feed used is fresubin and feeds at a rate of 100mls with 500mls vtbd. The patient stated that the line was kinked where is connects to the feed and down to the pump and she noticed that after 400mls delivered, there was an air bubble of four inches long. The patient got a fright and switched off the pump. She is very afraid to use the pump.